Event description:
It was reported that pump displayed malfunction code 12 with no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again, which customer acknowledged and understood.